Event description:
It was reported that: "(B)(6) 2025, a femoral vein catheterization was performed on the patient using a central venous catheter kit for hemodialysis to establish a blood purification access for dfpp treatment. No abnormalities were detected during the catheter inspection prior to placement, and the catheterization procedure proceeded smoothly without incident. During the treatment period, the on-duty nurse reported a low flow rate; given that dfpp treatment does not impose high requirements on flow rate, no intervention was implemented. The catheter was removed from the patient at 19:00 on (B)(6) 2025. Post-removal inspection revealed that the central venous catheter was bent and that there was a thrombus in the side hole. The patient's condition was closely monitored. Subsequent color doppler ultrasound examination of the patient showed no abnormalities."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer report of a kinked catheter was confirmed by visual inspection of the customer supplied photos. The image shows a used catheter with evidence of a kink towards the distal tip, however, full complaint verification testing to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "on (B)(6) 2025, a femoral vein catheterization was performed on the patient using a central venous catheter kit for hemodialysis to establish a blood purification access for dfpp treatment. No abnormalities were detected during the catheter inspection prior to placement, and the catheterization procedure proceeded smoothly without incident. During the treatment period, the on-duty nurse reported a low flow rate; given that dfpp treatment does not impose high requirements on flow rate, no intervention was implemented. The catheter was removed from the patient at 19:00 on (B)(6) 2025. Post-removal inspection revealed that the central venous catheter was bent and that there was a thrombus in the side hole. The patient's condition was closely monitored. Subsequent color doppler ultrasound examination of the patient showed no abnormalities." The condition of the patient was reported to be fine. A new device was used to complete the procedure.